Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer tried changing the battery. The device might have been exposed to moisture, so they were advised to try drying it. The customer's blood glucose was unable to be obtained since the insulin pump was alarming. The customer stated that they will call back if the problem persists. Nothing further was reported.